Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown 341 mg/dl at the time of incident. Customer stated that the button of the insulin pump are responding but gets alarm. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked belt clip slot and cracked reservoir tube lip.